Manufacturer narrative:
A ge service rep performed an on site investigation. The rotational motor was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an error message and would intermittently not rotate during a case. The procedure was completed. No pt injury was reported.